Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the device. It could not be determined when or how the soft cannula became kinked. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Event description:
It was reported the patients blood glucose level rose above 300 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking insulin from the infusion site (leg). As treatment, a new pod was applied.